Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided instructions for resetting the pump and assisted the caller in doing so; after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any problems arose again, which they acknowledged and understood.